Event description:
It was reported following a permanent implant, the patient developed a hematoma at the lead site. The patient experienced thoracic pain and left leg weakness. In turn, surgical intervention was undertaken wherein the system was explanted and the hematoma was surgically removed.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.